Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and " a sore throat and difficulty swallowing"; cause was not known. Customer administered a manual injection and a bolus via the pump to address the issue, performed a supply change, and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 6 hours later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.